Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts have been returned or replaced. No parts returned.

Event description:
A site biomed representative reported that outside of a procedure, the imaging system is unable to boot up. There was no impact on patient outcome as no patient was present when this issue was observed.